Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor siltex round moderate profile 425cc, catalog number 3542670, serial number (B)(4), lot number 6720201. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 425cc breast implant and experienced deflation on the left side. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2020, it was noticed that manufacturer report number 1645337-2019-19925 is a duplicate of the contralateral device report (manufacturer report number (B)(4). The exoadaptation date for the right side device was found to be (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/17/2018, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the device was returned to mentor without fluid inside. Brown material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 2.2 cm and parallel lines of shell wear running from the anterior aspect to the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. These types of striations are more indicative of sharp instrument damage, rather than shell failure due to wear. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related to manufacturing. At this point it is not possible to determine the etiology of the brown material found on the device. A manufacturing record evaluation (mre) of lot number 6535608 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 2/20/2019 indicated the patient underwent removal and replacement with a saline mentor smooth round moderate profile 425cc filled to 430cc, catalog number 3501670, serial number (B)(4), lot number 7621274 on the left side. The patient is fully recovered with no complications. The right breast was not operated on. Manufacturer¿s reference number: (B)(4).